Event description:
This is the second of two reports (same patient, same incident, different product ids). This report is in regards to the 1104g. The user tunnelled the catheter under the patient's scalp. The user then proceeded to zero the catheter prior to placement under the bone flap. At this point, the monitor readout displayed an error message, showing a disconnected catheter. Two other monitors were used but the result was the same. The catheter was removed and another one was used. There was no patient injury. The event did lead to an increase of surgery time (time specified). Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been based upon the reported information.